Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reports leaking IV tubing filter. The item had a very expensive and important monoclonal infusing, blinatumomab, that requires consistent administration at 10 ml/hr. The tubing (and filter) is changed every 24 hours, to accommodate the consistent administration of this medication over the course of several weeks. The filter set appeared to be leaking at the filter site several hours after the start of the new bag, but the nurse was not able to discern the exact location of the leak. The filter part of the tubing kept getting wet, so the IV set had to be changed with the chemo.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.